Event description:
It was reported that the patients ipg site was uncomfortable. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred end of (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 7073926.